Manufacturer narrative:
The product is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 3 months after the implantation shock impedance was out of range via homemonitoring. Other electrical values, such as sensing, pacing impedance and threshold were ok. No adverse patient side effects were noted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 20 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead fragments. However the insulation was found intact. Furthermore cuts in the insulation were observed which most likely occurred during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.